Manufacturer narrative:
(B)(4). The device history record (DHR) for the instruments in question was reviewed and found completely without any irregularities. This instrument was manufactured as part of a 50pc. Lot in february of 2015. Root cause: the returned instrument was evaluated and found that the jaws are aligned properly and there was no damage found to the tips. Further evaluation showed that this instrument picks up, retains, closes and releases clips both with and without the use of silastic test tubing as required of its function. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and/or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to validate the alleged complaint since we were unable to replicate the alleged condition. No corrective action required at this time.

Event description:
Alleged event: after closing a vessel with a clip, the clip was not able to be released from the jaw. The user managed to release the clip from the jaw by shaking the applier. The applier was replaced by another unit. The clip did not fall in the patient's body or out of the body. No health damage was observed. It was the first the unit was being used. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after closing a vessel with a clip, the clip was not able to be released from the jaw. The user managed to release the clip from the jaw by shaking the applier. The applier was replaced by another unit. The clip did not fall in the patient's body or out of the body. No health damage was observed. It was the first the unit was being used. The patient's condition was reported as fine.